Event description:
Reporter reports that after having his nose scoped he now experiences cold air on the left side of his nose when he inhales, unable to sleep and feels that his nasal passages are stretched and that there may be tissue damage.